Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿dark display¿. The issue was not confirmed during investigation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the enteral feeding pump had a dark display which was unreadable. No patient involved.